Manufacturer narrative:
The products in complaint will not be returned to zoll circulation for analysis, therefore, no supplemental report will be filed.

Event description:
It was reported that during review of literature published in april 2013, titled "thermoregulatory catheter-associated inferior vena cava thrombus", (B)(4) medical center proceedings, april 2013, volume 26, number 2, it was indicated that 5 patients within the study were diagnosed with dvt or pe when tested with the alsius catheter and coolguard icy thermoregulatory system. Four of the 5 patients received an ivc filter; 3 patients underwent placement under fluoroscopy and 1 patient received a filter secondary to pe, and had it placed with ivus guidance. The fifth patient was found to have a femoral dvt and was treated with anticoagulation. The average age for patients with dvt, pe or vena cava thrombus was 28 years. This was less than the average age of the overall group (41) but was not statistically different (p> 0.05). Dates of events are unknown. No specific information concerning suspect medical devices and individual patient events were provided; therefore only one report will be submitted.